Event description:
Right shoulder hemiarthroplasty: the #5 ethibond sutures were passed using a large needle through the biceps groove out anteriorly into the lesser tuberosity. The bone was very hard, 1 to 2 mm tip of one of the large needles broke off within the bone. It was not retrievable and was not seen at another site.